Event description:
Caller reports being unable to test customer's blood glucose due to a device error on the aviva sys (meter was not properly coded during the incident). Customer was not responsive at this time; paramedics arrived and the tested 42 mg/dl on professional device. Customer was treated with a glucose IV; he tested 98 mg/dl on professional device and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.